Manufacturer narrative:
UDI # (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, 11 months due to severe mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve with good results and no complications post implant. Echocardiography demonstrated insignificant perivalvular leak and insignificant gradients. There was no allegation that the device malfunctioned. The device performed as intended.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.